Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29th september 2024, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, anchor broke during use in rotator cuff repair procedure on (B)(6) 2024. This happened when using the ar-1927pb to prepare the bone socket, the anchor broke apart from the suture. There were no piece left in the patient. The procedure was completed successfully using another new ar-2324bcc. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-2324bcc serial/batch number (B)(6) was received for investigation. Visual inspection noted that the anchor was damaged at the distal end. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure is attributed to misuse due to prying/leveraging the device during use. According to the surgical technique, the following should be adhered to: "completely advance the driver into the bone socket, beyond the first laser line, until the anchor body contacts bone. Evaluate suture tension. If tension is not adequate, back the driver out and readjust the tension. Note: do not attempt to apply tension to the sutures with the eyelet in the bone socket. Make sure the tip of the anchor body is in contact with bone. Hold the thumb pad steady and rotate the driver handle clockwise to insert the anchor body until it is flush with the bone."